Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production and quality testing. Maximum temperature for the attachment head exceeded iso 13732-1 and es-1104 for maximum allowable temperature when load tested. The attachment exhibited temperature increase during free run testing of 41.2 c and load testing of 94.5 c. Both bearings failure, free roaming ball bearings most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside of the head which is evident from the significant wear on the teeth of the gears. Additionally, the attachment failed all production requirements with the exception of water and chip air, spray and illumination test (sound testing was not performed). The last dentsply repair occurred on 11/23/2015 where the entire head assembly was replaced.

Event description:
In this event a doctor reported that a midwest estylus 1:5 attachment reportedly overheated. There was no injury or intervention.